Manufacturer narrative:
Date of event and patient weight are estimated.

Event description:
It was reported that during a lead revision surgery (reference manufacturing report number: 1627487-2025-04683), the physician was unable to completely remove a lead because the lead fractured off inside the patient. This partial lead still remains in the patient and there is no future plan to address this issue. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.